Manufacturer narrative:
Remote support was provided, finding that there was no harm to the patient. The engineer confirmed that the units charging port is physically damaged. Additionally the units touch screen is not working correctly, even after calibration. The tempus pro was returned to rdt, the original equipment manufacturer, for additional analysis and repair. Front case assembly was replaced to address the issue. The problem with the screen is dealt with on a split complaint ((B)(4)) the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopene.

Event description:
It has been reported to philips the charging port is broken pin is broken in the center.